Event description:
The dealer states the customer was stranded at the zoo. The end user alleges her son had to push her for 45 min. The chair can not go up small hills and the joystick is beeping indicating low batteries at times.